Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient developed a reaction that consisted of a rash with redness and itching sensations. She also had diarrhea which started on (B)(6) 2022 which she attributed to the sensor and the skin reaction. She consulted a physician who prescribed an oral antibiotic (ciprofloxacin) for the diarrhea. Three weeks later the doctor also prescribed a topical steroid cream (betaderm) for the skin reaction site. After treatment, the diarrhea resolved and the skin reaction on the arm healed. No additional patient or event information is available.